Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had fracture, oversensing, noise, elevated sensing integrity counter (sic) and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The interior right ventricular def ibrillation cable was extrinsically fractured due to pulling/stretching. If information is provided in the future, a supplemental report will be issued.